Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. Customer stated that there was fluid in the battery compartment. Customer stated that the o ring was not in place. Customer stated that the battery cap was not damaged. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Customer returned device for alleged blank display and exposure to moisture found on (B)(6) 2022. The device passed the displacement test and active current test. The device failed the self test due to absence of vibration. The device failed the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device alarmed a low battery alert on the event date of (B)(6) 2022 at 12:09:02.000 or 12:09:02 pm and was expected. Device alarmed a failed battery test on the event date of (B)(6) 2022 at 15:20:59.000 or 3:20:59 pm. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, and keypad flex connector. The following were also noted during visual inspection and found: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, pillowing keypad overlay, and corroded battery tube. Blank display was not confirmed. Exposure to moisture was confirmed found on the vibrating motor, force sensor, keypad flex connector, lithium battery and electrical board 1. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. High sleep current measurement was confirmed due to moisture damage on the and connectors on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was retuned for analysis.